Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the thoracic probe was deformed. There was no patient involved in this event.

Manufacturer narrative:
The probe was returned for analysis. The returned probe had several impact marks at the back end causing the reported fit issues. (B)(4). If information is provided in the future, a supplemental report will be issued.